Manufacturer narrative:
Additional information was received on 05-jun-2023. Ae1 was updated and the adverse event term value "small trace pericarial effusion" has been changed to "pericarditis"; outcome value "recovered/resolved with sequelae" has been changed to "recovered/resolved. As such, the h6. Health effect - clinical code of pericardial effusion (e0619) has been removed. Additional information was received on 29-jun-2023. Updates were made to recidive pericarditis (ae2) and the adverse event end date value has been changed to "24 mar 2023". The outcome value has been changed to "recovered/resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2022 with a thermocool® smart touch¿ bi-directional navigation catheter and suffered small trace pericardial effusion (ae1). This is related to (B)(4). Pericardial effusion (ae1) event start date of (B)(6) 2022. Per the study investigator the severity was moderate, the adverse event was not serious, and the patient did not die. There was not a serious deterioration in the health of the subject, as defined as considered a life-threatening illness or injury and/or a permanent impairment of a body structure or a body function including chronic diseases. In-patient or prolongation hospitalization was not required. No medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function was required. Relationship to study procedure is causal. It is related to the index procedure. The patient outcome is recovered/resolved with sequelae. Intervention/ treatment is medication. It was not a re-ablation procedure. No other intervention was provided. End date is (B)(6) 2023. Per the study investigator stated the relationship to the study devices carto, themocool smarttouch, ngen, and pentaray is not related. Recidive pericarditis (ae2) event start date of (B)(6) 2023 is categorized as serious and serious deterioration in the health of the subject as defined by in-patient or prolonged hospitalization with admission date of (B)(6) 2023 and discharge date of (B)(6) 2023. Clinical investigator has categorized as not related to any study devices and relationship to study procedure as causal relationship to index procedure but as expected/anticipated. Outcome is not recovered/not resolved and intervention/treatment is medication.